Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have low draw issues. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes has low draw issue. Affect qty: 300ea.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have low draw issues. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes has low draw issue. Affect qty: 300ea.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.